Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was able to power on a monitor but was unable to charge. The battery pca and cells were contaminated and battery pack tri-cells were mis-matched. The root cause for the contamination was ingress of an unknown liquid. The root cause of the mis-matched cells was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a battery would not power on a monitor.